Event description:
As reported: "dr. (B)(6) was performing a aaa. Solopath was inserted into cfa/iliac artery and was inflated. Gore endograft (rmt 26x12x18) was delivered and deployed. When sheath was removed, resistance was encountered and additional force was applied. Dr. (B)(6) could not rotate or remove sheath in any way and commented that it appeared adhered to the sharp calcium within artery. He realized he was gong to need tear it out. A balloon was preventatively inflated above the sheath and sheath was withdrawn with force causing it and the artery to tear. Dr was able to get the rest of the sheath out and perform repair with a 8mm gelsoft vascular graft. Dr. (B)(6) commented that access was particularly difficult and sheath went in every easily. He knew case would be a nightmare from the beginning. He was actually pleased that the sheath went in so well and didn't seem overly concerned that the vessel tore at the end of the case. He was prepared to repair surgically. He only had a 21fr sheath in the operating room, but I think the device could have been delivered through a smaller sheath if available." "Patient is doing fine and they were planning on discharging her today. Vessel on main body side was 7mm, he didn't mention tortuosity, but there was a ton of calcium. He just said the sheath wouldn't budge (either in or out, or rotate) so he knew he would have to pull hard to remove. He was prepared to break the sheath/vessel as he pulled. Repair was done surgically with a vascular graft."